Event description:
The hospital reported an incident that involved an endoscope, which was alleged to cause abrasions in the patient's sigmoid colon. According to the physician, the scope was inspected by three hospital staffs prior to the procedure and nothing unusual was noted about the scope. After the procedure, the patient was taken to the recovery room. No medical intervention was required, and the patient is expected to be fine.